Event description:
Per information provided: (B)(6) 2004 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per op notes, ¿a large indirect hernia sac was identified and reduced. A small cord lipoma was noted and excised. A large perfix plug (device #1) was placed with onlay patch using prolene sutures.¿ (B)(6) 2010 - patient was diagnosed with recurrent right inguinal hernia with pain and left inguinal hernia thereby underwent open repair with implant of perfix plug (device #2 & #3). Per op notes, ¿on right inguinal region the prior mesh (device #1) was adherent to external oblique was taken down and opened. An indirect hernia defect was identified and reduced. A perfix plug (device #2) was placed and sutured. The previous mesh (device #1) was intact and sewed back again with sutures. On the left inguinal region an indirect sac was identified and reduced. A perfix plug (device #3) was placed and sutured.¿ (B)(6) 2010 ¿ patient had a right lower quadrant and groin pain. (B)(6) 2019 ¿ patient had a chronic right groin pain. (B)(6) 2020 ¿ it was alleged that the patient had right groin pain and moderate infection suggested with pain medications. (B)(6) 2020 ¿ it was alleged that patient had second revision surgery to fix the torn and out of place hernia mesh.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2010) is considered to be a best estimate. This MDR represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.